Event description:
The complainant reported a patient was on impella cp support. While on support, platelets were down from 90 to 60. There was a concern for thrombocytopenia. The patient was stable and the procedural outcome was successful.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the thrombocytopenia has been completed. Impella cp was returned for evaluation. No damage to the pump was observed on visual inspection. Data logs were reviewed and no alarms noted at time of reported issue. Clinical details noted that on second day of impella support, patient's platelets went from 90 to 60 and there was a concern for thrombocytopenia. The cause of the issue was not determined due to insufficient clinical details.